Event description:
It was reported that there was a right atrial (ra) lead warning and the ra lead had undefined impedance and no capture. It was also reported that the ra lead had a rise in impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. There were no anomalies found. It was noted that the outer insulation has cosmetic environmental stress cracking, and there was blood in/on the helix/lobe mechanism.